Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart. She was able to manually remove the remaining tampon pieces. She went to her doctor and it was confirmed no tampon pieces remained inside. She did not experience any unusual symptoms.